Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed ¿downstream occlusion¿. Evaluation found the force sensor calibration readings to be out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.